Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 1 ½ weeks prior to contacting lfs. The patient manages her diabetes with actos pills 2x daily. The patient continued to take her usual dose of medications. After the start of the alleged issue, the patient claims she "passed out." Emergency medical services (ems) was contacted and took the patient to the hospital. The patient did not specify results obtained with the ems device. The patient was administered intravenous (IV) fluids but could not specify any additional treatment. The patient was reportedly admitted into the hospital for several days. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The batteries were recently replaced in the subject meter. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have an incorrect battery type and spc pins high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.